Event description:
It was reported that during the implant procedure, inserting the atrial lead into the header of the pulse generator was difficult. The lead was eventually inserted and the implant was completed without incidence.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.